Event description:
It was reported that the customer experienced a low blood glucose (bg) level of over 40 mg/dl. Cause of low bg was unknown. The customer received third party assistance from their husband, who provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.